Manufacturer narrative:
No implanted devices were returned for evaluation. The event information pertaining to this incident has been reviewed and no product investigation can be performed as there are no complaint allegations present nor were the circumstances of the event attributed to the implanted system.

Manufacturer narrative:
The results, method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
Manufacturer report reference number: 1627487-2020-21352. It was reported that the patient experienced an abandoned procedure. During the procedure, the patient was reported to not be cooperating with anesthesia. The physician was unable to implant the system due to this issue.